Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The device continued to operate during the issue. There was no reported delay in therapy. The manufacturer's product support engineer (pse) evaluated the device and performed a test run, but the reported issue did not reoccur; however, the pse confirmed that the 110b error code was logged in the event log and therefore replaced solenoids 3 and 4 to prevent recurrence. The device's software version was 3.20. The device was cleaned, underwent functional testing, and returned to service as it passed the required performance verification tests per philips standard.

Manufacturer narrative:
The removed solenoids 3 and 4 were returned to the product investigation lab (pil), and visual inspection revealed no discernable visual issues. The pil technician performed the testing and verified that no alarms or fault related error codes were generated during the standard test bed (stb) operation with the suspect solenoids installed into the gas delivery system (gds). The pil technician concluded that no problem was found related to the returned suspect solenoids.